Event description:
It was reported that the surgeon revised a primary triathalon to a triathalon ts. The reason for the revision was femoral implant malposition, and flexion extension mismatch.

Manufacturer narrative:
It was noted that the devices are not available for evaluation as the patient requested to keep them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding femoral component malposition involving a triathlon insert component was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Update: the femoral component malpositioned.